Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). The reason for call, was patient reported, their first program didn't work, since friday. And they wanted to meet with a medtronic representative to change their program. Patient noted, they left voicemails to manufacturer's reps last week and this week, but didn't receive a call back. Patient services specialist reviewed role of representative and attempted to provide them with the nas number for their healthcare provider, but they became escalated and noted, they would reach out to their hcp. Additional information was received, from a manufacturer representative (rep). The rep reported, that the scs is working. Patient wanted a reprogramming to make it ¿work¿ better. Rep spoke with patient and changed groups. Will be following up with patient on friday 5/24. Additional information was received, from the rep. Rep reported, they met with the patient and did a reprogramming and patient reports that it is working now. Rep clarified, that what patient meant by ¿working¿, is that it is relieving pain. Additional information was received, it was reported, the patient stated, they were still not getting therapeutic benefit from the stim therapy. The caller stated, they were told their leads were backwards. And they had several diagnostic images taken and they couldn't figure out why it was not helping. The caller had tried reprogramming it several times and it had not helped. Agent redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 29-aug-2026, UDI#: (B)(4), product ID: 977a260, serial/lot#: (B)(6), ubd: 05-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.